Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted an unknown alarm after the pump was exposed to bath water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings:a review of the black box indicated that call service 052, 054, and 12 alarms had occurred. The pump powered on to a blank display. Additional testing could not be completed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.